Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 40 mg/dl at the time of the incident. The customer stated that they were using pump auto mode at the time of the incident. The customer was at 161 mg/dl at the time of the call. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering as they were not over bolusing and their blood glucose levels kept going low. Troubleshooting was completed but did not resolve the issue. The customer also got a power supply test failed during self test alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed delivery accuracy test. No pump error 75 or over delivery anomalies noted during testing or basal. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.